Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. On (B)(6) 2017: during a follow-up with the customer's clinical diabetes specialist (cds), the cds reported that the customer was to use angled infusion sets to address the issue and that no additional occlusion alarms had occurred. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer blood glucose (bg) levels ranged from not impacted to high 200's mg/dl with moderate ketones. The customer consumed water, delivered a correction bolus and adjusted their basal deliveries to address their bg and ketone levels. A supply change was performed resolving the occlusion alarms. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.